Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive harmonic ace instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint regarding recognition issue. Additional observation : the instrument was analyzed and it was found to have one broken blade at the mid-point. A piece approximately .3535" x .084" was found to be broken off. The broken piece was returned.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument had no response. The user completed the procedure using a backup harmonic ace with no further issue reported. No known impact or patient consequence was reported.

Manufacturer narrative:
The harmonic ace instrument was re-evaluated by quality engineering (qe) team to determine the root cause of reported failure. Following additional information was obtained : the probable root cause of broken blade is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in indentations or cracks, which then result in broken blades).

Event description:
Refer to h11 for follow-up information.